Event description:
A malfunction was reported with a specific code, but no significant events preceded it. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, assisting the customer in this process, and the issue did not recur. The customer was advised that they could continue using the pump and to get in touch if the issue reoccurred.